Event description:
Information was received from a consumer, healthcare provider (hcp), and company representative regarding a patient who was receiving baclofen with concentration of 3000 mcg/ml at a dose rate of 831 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient visited an emergency room (ER) and was currently admitted. The patient thought their pump was alarming but they were not sure. The patient was hearing some beeping from him that he has heard three or four times on (B)(6) 2016. The patient was hearing three beeps in a row approximately every 30 to 60 minutes on (B)(6) 2016. It was noted that the sound heard was not consistent with synchromed pump alarms. At the time of the report, a critical and non-critical pump alarm was played for the patient who then indicated that they didn't hear either of those from their pump area. As per an hcp the patient had missed their refill and the pump was now empty. The patient currently did not have a pump managing physician because of a recent relocation. There were no details available regarding when the pump was last refilled. The patient had tried to get all of his information from his hcp and primary care provider (pcp) with no success. The patient was waiting to hear back from an hcp that may be able to take his pump refills at a pain institution. The patient had been discharged by his pcp who was helping him try and locate a new managing hcp. The patient's pcp discharged him for lack of communication and they went to sign for the release form on (B)(6) 2016 so he can get a pcp and got a referral to the pain institute for temporary consideration by his liver doctor because he told them it was an emergency. The patient was not having any medical symptoms as of (B)(6) 2016. A company representative further reported that they were contacted by a nurse on (B)(6) 2016 who inquired if the patient's pump could be turned down. It was noted that a critical pump alarm occurred on (B)(6) 2016. The company representative was called in to read the pump. Upon reading the pump, the reservoir volume was at zero ml. The critical alarm date was (B)(6) 2016. They were able to locate an intrathecal baclofen pharmacy. The patient's current concentration of baclofen was 3000 mcg/ml and the daily dose rate was 831 mcg/day as of (B)(6) 2015. The new concentration was 500 mcg/ml and the daily dose rate was to remain the same. The reservoir was washed with preservative free saline and wasted. The pump was filled with 20 ml of lioresal with concentration 500 mcg/ml. The daily dose rate was noted as having remained the same; however a dose rate of 351 mcg/day was indicated. A bridge bolus was performed over 41 hours and 42 minutes which began at 10:30 pm on (B)(6) 2016. The issue resolved at the time of the report. The patient was described as being in desperate need of a managing physician but was quite debilitated and needed an advocate to help him find a home. The patients alarm was to sound again in 12 days on (B)(6) 2016. No surgical intervention occurred nor was planned. The patient was without injury regarding their status as of (B)(6) 2016. On (B)(6) 2016 a company representative reported that the pump was previously refilled on (B)(6) 2016 with lioresal of concentration 500.0 mcg/ml at a dose rate of 830.93 mcg/day. The pump was filled urgently while in the ER due to patient not having a pump physician. The patient was unable to find a physician to manage their baclofen pump. The flow rate was 1.67ml/day. The low reservoir alarm was (B)(6) 2016. The patient was in an ER with an empty pump on (B)(6) 2016. The date of the empty reservoir was (B)(6) 2016. No patient symptoms were reported. The company representative called the ER back after being paged and the patient was noted as having been discharged home. The pump was not refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.